Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 6 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.